Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a high and low blood glucose events. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that blood glucose reading have been 400 mg/dl and in the 30 mg/dl. Customer stated that the highest blood glucose reading was 600 mg/dl and the lowest was 30 mg/dl. Customer declined high and low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to flattened dome switch. Connector was locked on lcd board.